Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Details have been requested from the field regarding the event resolution and potential explant procedure for this device, but at this time, no further information is available. Currently, this s-ICD remains implanted and in-service. No adverse patient effects were reported.